Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster, inc. Product analysis lab observed and a hemostatic valve separation issue. Initially it was reported that the inner sheath could not advance in the outer sheath due to the impediment. A second catheter was used to complete the procedure. There was no patient consequence reported. Additional information was received on the event. They were having resistance with the sheath when they were trying to put the dilator into the sheath. There was no physical damage on the sheath/dilator. When the physician opened it, the dilator could not be put into the sheath. The sheath was neither narrowed, partially blocked or completely blocked. The head end of the dilator could not enter the sheath. The dilator and sheath do not match. The dilator was stuck on the sheath. The head end of the expander was stuck in the sheath. Additional request was made to obtain clarification to this complaint. However, no further information has been made available. The reported event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-feb-2022 the hemostatic valve was found dislodged inside of the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 09-feb-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-jan-2022. The device evaluation was completed on 09-feb-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. This could be the root cause, causing the obstruction. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. It should be noted that the sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. As part of quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially in the 3500a initial report it was reported that the inner sheath could not advance in the outer sheath due to the impediment. A second catheter was used to complete the procedure. There was no patient consequence reported. Additional clarification was received on the event on 03-mar-2022 stating that another vizigo was used to complete the procedure and not a catheter. Therefore, updated the d10. Concomitant medical products and therapy dates field removing the ¿unknown brand catheter¿ and added "unk_carto vizigo sheath". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).